Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Visual inspection found that the upper door switch was not engaging due to proximity to the door side wall. The dingus was observed to be stuck preventing a proper door closing process. The representative resolved the issue by readjusting the dingus. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, when closing the gantry door on the imaging system, the pendant would display the gantry door was open after closing. The representative invalidated home, but this did not resolve the reported issue. The imaging system was going to be used for a post-operative confirmation spin, but a c-arm was used rather than the imaging system. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.